Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-april-2024, the patient reported an event of infusion set cannula bent. The events occurred within 3 or more hours of insertion. The insertion site was at the arm. The blood glucose level was 300 mg/dl at the time of event and therefore the patient was treated with correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.